Event description:
It was reported that during a device check it was noted that there were fluctuating thresholds and impedance on the right atrial (ra) lead. A revision was performed and it was found that the set screw in the atrial port was not holding the lead pin securely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).